Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 33 mmol/l (594 mg/dl) and had a headache while wearing the pod between 24 and 36 hours. The patient works at a health clinic and took 12 units of humalog insulin prior to leaving for the hospital. The medical professional removed the pod from the insertion site (leg) and noted the pod's cannula was found bent. A urine test and a blood test was performed. As treatment, the medical professional administered 10 units of insulin and saline for treatment,